Event description:
The hosp reported that the wire basket became embedded around the pt's stone during an endoscopic retrograde cholangio pancratography (e.r.c.p.) Procedure. The wire was cut to facilitate removal of the scope. The pt was taken to surgery for removal of the basket.